Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime during prime/ compromised force sensor test due to moisture damage inside faulty force sensor resistor. The motor passed motor test. Analysis was unable to perform occlusion test due to motor error alarm. The pump had button error alarm due to moisture damage on keypad traces. The pump had scratched lcd window, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had button error alarm, high blood glucose, and motor error alarm. The blood glucose at the time of the incident was 13 mmol/l. The customer initially called in regards to the motor error and was able to resolve the issue. However during troubleshooting the customer mentioned having a button error alarm the week prior to the call. After the button error alarm, the customer states the blood glucose has been high. The device will be returned for analysis.